Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, and the reported condition of the lower trigger sticking was duplicated. Based on the investigation details, the likely cause was problems with the trigger assembly, asic, motor, drive housing, and bearings which were each replaced along with other components svc repaired and returned the device to the customer.

Event description:
It was reported that the lower trigger of the handpiece was sticking. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.